Event description:
It was reported by the customer that a pyxis medstation es system drawer had failed and was not detected on the communication bus. A field service engineer noticed thermal damage to the cable. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pocket was difficult to reseat and was intermittently having errors, but was fully functional upon end of service and thermal damage ranging from pin localization. A field service engineer replaced the cubie tray, module controller, and retractor band due to damage sustained by the cable. The system functioned as intended after the field service engineer repaired the device.